Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated the he has had problems with low blood glucose over the last couple of weeks. He stated he had some highs as well, but he felt those were "rebounds" from the treatment of the lows. He stated his blood glucose has ranged from 1.7 mmol/l (30.6 mg/dl) to 31 mmol/l (558 mg/dl). His normal blood glucose is around 9 mmol/l (162 mg/dl). He stated he does not have symptoms when his blood glucoe is low, but his wife states his behavior changes and he is uncooperative. When his blood glucose is high, he feels sluggish, thirsty, and his muscles feel heavy. He stated the paramedics were called twice last week. The first time was on 1/9/07. He wife tried to give him juice, but he spit it out. The paramedics treated him with i.v. Dextrose 50%. He did not go to the hosp. On 1/12/07, his son found him unconscious and called the paramedics. They treated him again with IV dextrose and he did not go to the hosp. He stated he has been letting himself run high, 10-13 mmol (180-234 mg/dl). The pt changes his infusion tubing once every 3 weeks. The pt was advised to contact his physician. The pt was not available for follow up. No product will be returned for eval.